Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that since beginning use of this type of infusion set, the adhesive of the headset is often wet with insulin. He believes the headset needle is leaking. On (B)(6) 2010, his blood glucose measured 260 mg/dl at 11:00pm. He found the infusion set was leaking and he changed the infusion set and bolused through the infusion device. He also reported the infusion set becomes disconnected. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.